Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after announcing breakfast while using the ilet with a g7 cgm; there were no infusion set leaks, no pump alarms stopping delivery, and a confirmatory fingerstick measured 298 mg/dl. Symptoms included elevated blood glucose. Outcomes included no hospitalization or medical intervention beyond troubleshooting. Investigation included remote troubleshooting and education, including an infusion set change and follow-up to verify glucose decline. Investigation of this case revealed an unclear cause of hyperglycemia; device malfunction was not indicated given the absence of alarms and successful post-intervention glucose decline. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.